Manufacturer narrative:
Additional information: h6 evaluation codes. Investigation summary: the bhs unit was received for evaluation. A visual inspection of the customer¿s returned product was performed. Included was a bhs controller part no. 1068234 with serial no. D89423 received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller and indicated that the unit treated for 200 hours and was used for 22 days. Review of the DHR indicates that the unit was manufactured on june 5, 2025. No abnormal conditions reported on DHR. The failure was not confirmed for the reported condition of "pain while using bhs and sflx 2 coil". The controller was tested and operated as intended. Review of complaint history identified (2) total complaints from (july 8, 2024) to (july 8, 2025) for pn (1068233) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient called complaining about wearing the unit. The sales representative indicated that the doctor wants to switch to orthopak assembly. Customer service representative requested a prescription for orthopak from doctor. Later, customer service representative called the patient to obtain additional information. Per patient, the bhs unit caused pain in his ankle where he wore the coil. The pain level was around 8-9, 10 being the worst. The patient indicated that he could not sleep while treating bhs unit. The patient indicated that the bone was not healing because he could not keep the unit on. A new orthopak assembly was sent to the patient. No further consequences were reported. Bhs assembly and sflx 2 therapeutic treatment coil were returned for evaluation.

Manufacturer narrative:
Estimated date of event b3: july 2025. Without a product return, no product evaluation is able to be conducted. The device history records were reviewed; however, no discrepancies were found. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the sales representative that the patient called complaining about wearing the unit. The sales representative indicated that the doctor wants to switch to orthopak assembly. Customer service representative requested a prescription for orthopak from doctor. Later, customer service representative called the patient to obtain additional information. Per patient, the bhs unit caused pain in his ankle where he wore the coil. The pain level was around 8-9, 10 being the worst. The patient indicated that he could not sleep while treating bhs unit. The patient indicated that the bone was not healing because he could not keep the unit on. A new orthopak assembly was sent to the patient. No further consequences were reported. Bhs assembly and sflx 2 therapeutic treatment coil were not returned.